Event description:
The customer was hospitalized for dka. The customer stated that the time on their pump was incorrect. Troubleshooting was done on the pump and the pump passed functional tests. Also, the customer confirmed that their programming is currently accurate. The customer called back and stated that the high blood sugars may have been caused by a new brand of reservoirs from another manufacturer.